Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: hub shut down in the middle of a case and would not turn back on. Crashed and would not reboot. The failure identified in the investigation is consistent with the complaint record. Probable root cause can be attributed to a software issue.

Event description:
It was reported that there was loss of image.